Manufacturer narrative:
Medtronic received the following information from the journal article entitled; acute type a dissection causing impending rupture of abdominal aortic aneurysm previously treated with evar yukihisa ogawa, a. Claire watkins, anson lee, shinichi iwakoshi, anahita dua, albert j. Pedroza, michael d. Dake and jason t. Lee ann vasc surg 2020 vol 1 https://doi.org/10.1016/j.avsg.2019.11.047. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had several interventions due to type ib endoleaks and iliac aneurysm. The patient presented 8.5 years post the index procedure, and 18 days post a hypogastric embolisation procedure, with acute pain and cta showed a thoracic aortic aneurysm and dissection. The patient underwent emergent hemiarch and aortic root replacement without complication with resolution of his chest and back pain. However, follow-up cta at 9 days showed rapid expansion of his aaa from 50 to 72 mm, from a proximal endoleak at the endurant stent graft caused by false-lumen perfusion into the aneurysm sac from residual fenestrations in the aortic arch and descending thoracic aorta. A left carotid-subclavian bypass and left subclavian artery embolization were then carried out, and a tevar was carried out with non-mdt devices. However, seven days after tevar, with the patient describing mild abdominal discomfort, repeat cta showed continuing increased aaa size to 78 mm with persistent false lumen flow into the residual aneurysm outside of the evar device. Open surgical exploration and replacement of the infrarenal neck with a dacron graft cut off the persistent dissected false lumen channel from communicating with the residual aaa sac. This fully excluded the false lumen communication to the more distal aneurysm sac. Cta was done 3 days after open repair demonstrated graft replacement at the level of proximal neck of aaa with the disappearance of flow into the aneurysm sac. False lumen flow persisted through the juxtarenal abdominal aorta as served to perfuse the left renal artery but terminated at the surgical graft prior to the aneurysm.